Event description:
During a tibial nail removal the 3.5 hex shaft broke.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be submitted on a supplemental report.